Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported conditions of catheter broke / separated after placement and blood excess / splash / spill / exposure were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system broke and blood leakage occurred. The device operator had blood testing. The following information was provided by the initial reporter, translated from (B)(6) to english breakage of the puc (polyurethane catheter) during needle removal, with spillage of biological material (blood) and conjunctival contamination of the operator. Additional info: the blood was not infected and no treatment was necessary. The operator will have to repeat the hiv test in 6 months.